Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04550. The pt reported she had not received effective stimulation after reprogramming attempts during the first year of the implant of the scs system. The pt reported the stimulation became ineffective and she stopped recharging the ipg and using the system. It was reported the pt was bumping against objects and wanted the system removed since it was not in use.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.